Manufacturer narrative:
(B)(4). Constipation, bowel and digestive problems, growing inside the patient, thoughts of suicide. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent a spinal fusion procedure where prior instrumentation was removed and rhbmp-2/acs was implanted at l1-s1. Since the surgery, the patient reports, they have continued to experience pain and other symptoms including pain from the bra-line to the toes, losing hair, constipation, bowel and digestive problems, problems walking, renal failure, and daily back pain. The patient reported that she could feel "it growing" inside of her. Additionally, the patient expressed thoughts of suicide. Per the patient, the physician who performed her original fusion surgery did not "listen to her and did not believe she had real complaints" and "fired her" from his practice. The patient also reported that her current physician told her that there is nothing wrong with her.